Event description:
It was reported that tip detachment occurred. A 1.2mm x 12mm threader balloon catheter was advanced for dilation. However, during preparation, the tip of the balloon broke off when trying to remove the stylet from the threader. There were no patient complications nor serious injury reported.